Manufacturer narrative:
An event regarding dislocation of an unknown head from an unknown liner associated with a malpositioned shell was reported. The shell malposition was confirmed based on the x-rays that were provided for the (B)(6) 2018 dislocation event. Clinician review states that the shell malposition must have been a factor in the (B)(6) 2017 event as the shell was not exchanged at that time. Product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the medical information provided concluded the following: cup malposition in low inclination and medialized position has contributed to an overload condition in the arthroplasty with problems of unreported type, likely instability, requiring revision surgery where only the acetabular liner with femoral head were exchanged but the cup shell in malposition was retained and contributed to persistent problems of dislocation requiring another revision surgery in 2018 to address the problems. Product history review: could not be performed as the lot ID was not provided. Complaint history review: could not be performed as the lot ID was not provided. X-rays were provided for the (B)(6) 2018 dislocation event. Clinician review concluded: cup malposition in low inclination and medialized position has contributed to an overload condition in the arthroplasty with problems of unreported type, likely instability, requiring revision surgery where only the acetabular liner with femoral head were exchanged but the cup shell in malposition was retained and contributed to persistent problems of dislocation requiring another revision surgery in 2018 to address the problems. The reported event is confirmed based on clinician review as "the cup shell had been retained during the first revision, it is clear that this malposition must also have been present prior to the first revision". Further information such as the reason for the (B)(6) 2017 revision, device ID and evaluation, x-rays pre- (B)(6) 2017 and further medical records are required to further investigate this event to establish the root cause. Not available.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2018, rep indicated that the implantation on (B)(6) 2017 was a revision of primary implant. Rep was not present for that procedure and was not made aware of it until revision 1. Sales team confirmed the procedure involved explantation of stryker devices due to possible dislocation as per the medical review: cup shell in malposition was retained and contributed to persistent problems of dislocation requiring another revision surgery in 2018 to address the problems.